Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery would not charge despited that attempted use of multiple adapters and power sources. There was no impact to the customer's blood glucose level. It was indicated that injections would be used for back up therapy.